Manufacturer narrative:
An update was received via primary operative notes, office visit notes and manipulation operative notes. Review of primary operative notes indicates the patient obtained full extension of the knee and full flexion, excellent stability to varus and valgus stress while in extension, mid flexion and high flexion. The discharge summary notes indicate that the patient¿s post-operative course was slower than normal due to his previous left below the knee amputation and architectural barriers in his home. The office visit notes confirm that the x-ray taken showed well aligned prosthesis without any fractures and loosening. Subsequent office visit notes indicate that the patient had some swelling in the knee and also had factor v deficiency. An ultrasound conducted concluded abnormal examination with the evidence of both acute and chronic thrombus in the right lower extremity deep venous system. Thrombus in the distal right femoral vein is hypoechoic in appearance and is suspicious for acute thrombus. Another ultrasound was conducted later which stated that there was unchanged chronic partially occlusive thrombus of the right superficial femoral vein and popliteal vein as compared to the last ultrasound. Office visit notes state that the patient had range of motion from 0 to 92 degrees. The patient also had an effusion on the knee where the doctor had to aspirate the knee. Subsequently, the patient¿s range of motion had dropped to 80s, but there were no signs of infection seen. Postliminary office notes indicate that the patient had some stiffness in the knee with range of motion about 5 to 95 degrees. Patient¿s x-ray showed a well-seated and well-aligned implant with no loosening, but the patient had some djd of his lumbosacral spine. The manipulation operative notes confirm patient underwent manipulation and arthroscopic synovectomy in the right knee. During the surgery it was seen that the implant appeared to be stable and in excellent position with no evidence of loosening. The knee was very stable. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing a lack in range of motion. The patient underwent and arthroscopic surgery recently for debridment and manipulation.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.